Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and main body (light blue) of the minicap transfer set. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted the dark blue female connector was separated from the light blue main body of the twist clamp. Functional tests including leak, clear passage, and clamp function tests were performed with no issues noted. The reported condition was verified. The cause of the condition was related to an inadequate solvent application between the female connector, insert chip, and main body during the manufacturing process. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.